Manufacturer narrative:
The customer reported that their (B)(4) bedside monitor did not alarm during an arrhythmia. Customer states that the unit did not emit a warning alarm for blood pressure, advisory alarm for respiration or the proper alarm for when the patient arrested. The customer quarantined the device immediately after the event. The customer will upload the log files to a dropbox location provided by nihon kohden technical support for review by qa. The bedside monitor and input unit associated with this adverse event have been sent to nihon kohden for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their (B)(4) bedside monitor did not alarm during an arrhythmia.